Manufacturer narrative:
Based on the results of the investigation, a root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that a non-olympus lamp was used in the subject device. There was no patient involvement.